Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the intraoperative bleeding may have been related to the operation and the anatomical structure of the patient. The cause of bleeding was unable to be judged at present. It was reported that the lead itself had no problems. The hcp indicated the patient had a longer course of the disease, and the patient's condition was very special. The vascular malformation in the basal ganglia area was not circumvent, and the bleeding occurred when the electrophysiological test was performed during the operation. The patient was never implanted with an ins and the follow-up implantation plan was not drawn up yet. The patient was still in the ward and in a coma.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the brain bleed was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that during implant of the lead, bleeding was found in the basal ganglia on the left side of the lead. Catheter drainage was performed. The patient was currently being observed in the hospital. The cause of the issue was unknown. The lead was still implanted in the patient. No further complications were reported as a result of this event.